Event description:
Hit power on button, but system will not reboot up. It has been reported to philips that the system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that even after turning on the power button, the system won't bootup. Review of the log files didn't confirm the cause and the reported malfunction. The fse checked the system and found that it was hanging at 00:00 and had a corrupt software. The fse reloaded the software backup to resolve the issue. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.